Event description:
Reporter indicated a vns (B)(4) computer with version 7.1 software was freezing during interrogation. Performing a soft reset resolved the issue, but the reporter requested a replacement. The computer and flashcard were returned for analysis. An analysis was performed on the returned computer and the alleged screen freezing is a known event that can occur with the combination of the (B)(4) computer and 7.1 software. Other than the screen freezing event, the computer and software performed specifications.